Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that review of transmission revealed noise due to possible electromagnetic interference on a pacemaker. No changes or intervention was performed. The patient condition was unknown.